Event description:
It was reported that the left ventricular lead pulled out of the carotis sinus (dislodged). The left ventricular lead was explanted and replaced. It was also reported that the right atrial lead was oversensing. The right atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; the full lead in segments was returned for analysis. The distal conductor was distorted and blood/body fluid was observed (not obstructed). The outer insulation was melted and had cosmetic environmental stress cracks. There was apparent explant damage and the lead was stretched. (B)(4) the proximal conductor was fractured; the partial lead in segments was returned for analysis. Blood/body fluid was observed on all conductors (not obstructed). The outer insulation had cosmetic and breached depressions and a white substance was observed.